Event description:
After the surgery, the patient had a pain. It was found through x-ray that the leg screw was backed out.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.